Manufacturer narrative:
The device has not been returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a flow diverter case, the device "tuilped"/ failed to open and was unable to be re-sheathed into the microcatheter. The device and the catheter were removed as a unit. No patient injury reported.

Manufacturer narrative:
The flow diverter delivery system was returned for evaluation. The distal and proximal dps restraints and the dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found intact, with no signs of elongation. The flow diverter braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The flow diverter braid was found fully opened with moderately frayed at both ends. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding, the customer report of failure to open could not be confirmed. The event cause could not be determined as the returned flow diverter braid was found fully opened with moderately frayed at both ends. However, the cause for damage could not be determined. Possible contributing factors of ¿failure to open¿ include patient¿s vessel tortuosity and damaged braid. In addition, the phenom catheter was not returned; therefore, any contributing factors from the catheter could not be assessed. Per our instructions for use (IFU): begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Re-sheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.